Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a one-link non-dehp microbore catheter extension set would not flow. The event occurred when flushing with an unspecified syringe prior to patient use. There was no patient involvement. No additional information is available.